Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a reported peak blood glucose of 269 mg/dl for approximately three hours, with no device alarms reported and no infusion set leaks identified; the user was guided through an infusion set change as part of troubleshooting and education. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical intervention, and no reported functional impairment. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was not confirmed to be device related and that the device was functioning as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.